Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. According to the clinical report, the pump was pulled into the aorta during the patient transfer to the catheterization lab. The cause of the positioning issue was most likely related to use, as the pump position was compromised during the patient's transfer.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, ¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facililty reported that a patient was on impella cp support and during transportation, the impella cp was removed due to an incident. The pump fell out due to strong body movement. The pump was replaced. There was no patient harm.